Event description:
A 76 yr old male pt was in a code situation. The pt was attached to the unit via a multi-function cable and multi-function electrodes. The staff charged the unti to 200j, buit it would not discharge. Staff indicated that the 200j message remained on the unit's monitor screen and the unit did not print a strip. The staff verified that the unit was not in synch mode. They charged the unit to 200j a second time and defibrillated the pt. The pt's rhythm was converted and there was no adverse effect on the pt. The facility's biomedical engineering dept evaluated the unit and found it to be functioning properly. The unit was returned to service.